Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with a centerpiece and anterior plate zevo in a somatectomy. It was reported that during the first surgery on (B)(6) 2022, the cage didn't maintain the expansion, so it was replaced with another cage using the two endplates to give lordosis. The endplate had difficulties to assemble the central piece during the same surgery. 1 day post-op, the patient reported the sensation of ¿crunching¿ at the cervical level. Following diagnostic imaging, it was found that the cranial endplate had lost the lordosis determined during the surgery. The dynamometric closure of the nut inherent in the definitive positioning of the cranial endplate took place without any problem. No revision was made. On the (B)(6) 2022, it was reported that following a domestic quarrel without a collar, the patient underwent two frontal falls with relative loss of consciousness. After recovering from the second fall, tetraplegia was found. Upon arrival in the facility, the diagnostic images revealed implant mobilization. On (B)(6) 2022, a revision surgery was made to remove the medical devices. While removing the implant, there was loss of lordosis determined during the first surgery as patient symptom. The procedural time of the first surgery was delayed due to malfunction of the first cage and difficulty in assembling the end plates. The patient had mild mental retardation. There were no further complications reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.